Event description:
It was reported that the minute ventilation (mv) sensor was found to be disabled on this pacemaker. A review of data in the remote monitoring system showed two signal artifact monitor (sam) episodes showing noise on the atrial channel that was consistent with mv sensor oversensing. Additionally, in the sam episodes the pacing impedance on the ra and rv leads was high, out-of-range at greater than 3,000 ohms. It was noted these episodes occurred eleven days post-implant. Technical services discussed bringing the patient into the clinic for troubleshooting, to see if the noise or out-of-range impedance measurements could be reproduced. It was suspected that loose setscrews or under-inserted leads could be the cause. The device remains implanted and in service. No adverse patient effects were reported. A request was made for the local field representative to contact the facility and learn the resolution for this event; however, no additional information was able to be obtained.

Manufacturer narrative:
Available information indicates the device remains implanted and in service. If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
Available information indicates the device remains implanted and in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the minute ventilation (mv) sensor was found to be disabled on this pacemaker. A review of data in the remote monitoring system showed two signal artifact monitor (sam) episodes showing noise on the atrial channel that was consistent with mv sensor oversensing. Additionally, in the sam episodes the pacing impedance on the ra and rv leads was high, out-of-range at greater than 3,000 ohms. It was noted these episodes occurred eleven days post-implant. Technical services discussed bringing the patient into the clinic for troubleshooting, to see if the noise or out-of-range impedance measurements could be reproduced. It was suspected that loose setscrews or under-inserted leads could be the cause. The device remains implanted and in service. No adverse patient effects were reported.